Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. A few days later, the patient was hospitalized for post surgical pain and aspiration pneumonia.

Manufacturer narrative:
(B)(4). Pt identifier.